Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7086369.

Event description:
It was reported that the patient experienced pain at the ipg site. It was noted that the patients stimulation was inadequate and intermittent. It was also reported that the patients leads had high impedances. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted products were disposed per hospital policy.